Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Should additional information be received, the complaint will be reassessed and, if warranted, a further medwatch report will be submitted. Remains implanted.

Event description:
A patient who underwent a hip fracture fixation procedure experienced migration of the lag screw, puncturing through the acetabulum, approximately three months post-implantation. It was reported that the patient had experienced a fall. Patient expired due to unknown reasons, unrelated to the implant.